Event description:
The hosp reported that during the evh procedure while taking the vein using the hemopro device, the harvester noticed that the jaw boot protruding out from the device tip. The device was removed from the leg and it was observed that the jaw was broken but was not detached from the device. No retrieval is required. A replacement device was used and the procedure was completed. The hosp did not report any pt effect.

Manufacturer narrative:
Investigation results: detailed visual investigation on the returned device observed that silicone jaw boots were intact and properly secured to the curved metal jaws. The reported complaint of the jaw boot protruding out from the device tip is not confirmed. Further investigation discovered that the tri-heater assembly was bent away from the hot jaw. The anchor plug on the tip of the heater assembly was completely dislodged from the hot jaw. A lot history record review was completed for the product, there was no nonconformance associated with the lot #.